Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm aortic bioprosthetic valve of unknown model that was explanted after an implant duration of six (6) years, six (6) months due to degeneration leading to stenosis and regurgitation. A competitors mechanical valve was implanted in replacement. The patient was noted as discharged.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets and severe wireform distortion around the valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2.5mm on leaflet 2 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy on the commissures. Leaflet 1 had an 11mm tear along commissure 1. Leaflet 3 had a 2mm tear along commissure 1. Calcification was evident near both tears. The sewing ring was cut around the valve circumference and the wireform was exposed. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was received for evaluation.